Event description:
Caller reported an alarm 2, with an occlusion event that occurred earlier in the day, but there was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery. No further assistance was deemed necessary, and cts closed the case.